Event description:
Customer reports a "low light output." No injury and no delay in surgery.

Manufacturer narrative:
No medwatch form received from user facility. Evaluation results: customer complaint of low light output was verified. Upon disassembly, adhesive was found on the optical taper. This was due to outgassing of the adhesive that caused surface contamination on the component. High usage (477 of 500 hours) may also have contributed to the low light output. All returns continue to be evaluated. Inservice will be offered to the customer by the sales representative.